Event description:
An international distributor reported a customer's AED will not speak. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED log files confirmed the reported issue. Review identified a service code indicating a potential speaker malfunction beginning on 11/24/2025. As a result, the AED may not have been able to deliver audible prompts. During this condition, the device's asi would have flashed red to alert the user. Although requested, the AED has not been returned and the cause of the complaint is not known.